Event description:
A report was received that the patient experienced ineffective therapy and underwent a revision procedure due to lead migration. The patient also had two previous revision procedures. It was noted that the patient was non-compliant in regards to charging and her movements post-operatively. X-rays were taken and showed that the ipg had not flipped in the pocket. The patient electively chose to explant the ipg. The leads did not show high impedances and were also explanted. The leads were cut and disposed by the facility.

Manufacturer narrative:
Analysis of ipg sc-1132 serial number: (B)(4). Indicated that the patient was explanted due to ineffective therapy and charging issue. The complaint was not verified. Upon receiving the battery measured 3.671 volts and it was fully charged. The battery depletion and sleep current rates were within the expected ranges, 2.52 mv and 20 ua respectively when the device was turned off. The device exhibits normal device characteristics.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional suspect medical device components involved in the event: model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead 70 cm; model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead 70 cm; model: sc-2366-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm; model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient experienced ineffective therapy and underwent a revision procedure due to lead migration. The patient also had two previous revision procedures. It was noted that the patient was non-compliant in regards to charging and her movements post-operatively. X-rays were taken and showed that the ipg had not flipped in the pocket. The patient electively chose to explant the ipg. The leads did not show high impedances and were also explanted. The leads were cut and disposed by the facility.